Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the light guide lens, and the inside of the jet tube of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the investigation findings, the residual whitish foreign substance discovered in the auxiliary water channel is believed to be simethicone. However, the foreign material found on the light guide lens remains unidentified. It is possible that this foreign material persisted due to improper reprocessing caused by leakage from the biopsy channel. However, a definitive root cause could not be established. The event can be [detected/prevented] by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.